Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 26.1 mmol/l and 6.9 mmol/l; 22.8 mmol/l and 3.3 mmol/l. The comparisons were performed on different dates. Customer reported low blood glucose symptoms during the second comparison. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.